Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 423 mg/dl. The customer had symptoms such as nausea and headache and treated with manual injection. Customer's blood glucose value was 288 mg/dl at the time of the call. Customer reported that the high blood glucose levels began 2 weeks prior to call. Customer declined to troubleshoot for high readings. Customer did report that settings were correct and insulin pump passed high pressure test. Customer was advised to monitor insulin pump and to call back should issue persist.